Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Explant date: couple of months ago from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2208-50, serial: (B)(4), batch: 195391/192274.

Event description:
It was reported that the patient had inadequate stimulation. All components were explanted and were not returned. No further information has been obtained despite good faith efforts.